Event description:
After deployment of a s670 stent in a proximal lesion in the left anterior descending coronary artery, a 3.0mm diameter by 12mm length s670 stent delivery system was inserted to treat a lesion located distal to the previously deployed stent. The stent caught on the previously deployed stent while it was being advanced to the distal target lesion causing the stent to dislodge from the delivery balloon. A 2.0mm diameter ptca balloon was inserted into the undeployed stent and the stent was deployed just distal to the intended lesion site. There was no further treatment performed and the case was completed. The patient was reported fine post procedure and there are no additional clinical sequelae reported related to the event. The s670 stent getting caught in the proximally deployed stent contributed to the stent dislodgement.